Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly zinc air batteries burst open during usage of audiostream/sonnet 2. The user did not get injured due to this issue. Due to the burst battery the audiostream got damaged.

Event description:
Reportedly zinc air batteries burst open during usage of audiostream/sonnet 2. The user did not get injured due to this issue. Due to the burst battery the audiostream got damaged.

Manufacturer narrative:
Conclusion: according to the information received, a zinc-air battery blew up and damaged the audiostream. The investigation of the sonnet system revealed several residuals of electrolyte leakage and also mechanical damage attributable to the zink air battery expansion. In previous cases seen by the supplier, the cell expansion happened due to an abnormal use, e.g., cell is being charged or repeated use of empty, completely discharged cell. The recipient did not get injured due to this issue. This is a final report.